Event description:
Patient's caregiver called in to report that the monitor won't boot-up. Customer care troubleshooted by putting in a new battery and the blue light turned on showing that it is booting up, but it never moved on from that stage. The issue was not resolved. There was no patient injury or adverse event. However, failure to complete the boot up process indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy before a replacement can be provided.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.